Event description:
Complainant alleged that during incoming inspection of the product, the device did not outcome pace energy into a simulator. There was no pt involvement during the reported malfunction.